Event description:
It was reported that during post-implant operation, lead dislodgement was noted on the right atrial (ra) lead. Xray was performed and confirmed it. The lead was successfully re-positioned on (B)(6) 2025. There were no patient consequences.